Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back which was described as red bumps like heat rash. There was no alleged device malfunction contributing to the irritation. Patient reported that she was provided 1% triazolone cream. Follow up indicated that the cream is helping with the skin irritation. It is unclear if a medical professional provided the cream. Reporting out of abundance of caution.